Manufacturer narrative:
Unit passed the displacement test and self test. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump successfully downloaded traces and history files using thump. However, pump error 23 occurred on 01/12/2025 at 05:43:11.000. Pump error 15 occurred on 01/12/2025 at 05:43:09.000. Per software engineering troubleshoot guide, determined pump error 15 (inverse_check) (filenum/linenum=38/442) was triggered in the sf driver critical data failed ¿ suspecting hw (memory corruption). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratches on case. Pump error 23 and pump error 15 alarms were not confirmed during testing, however confirmed in the history/trace files on 12-jan-2025 due to hardware issue. Problem isolate electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the post-reset ram crc alarm (pump error 23), the critical block, and the inverse critical block did not add to zero (pump error 15 alarm). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. Pump error alarms customer reported receiving a pump error. The customer was able to clear the error and complete the rewind if requested. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.